Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer, whose pump was part of a field correction and still under warranty, acknowledged receipt of the correction notice and will use mdi as a backup therapy. Tandem technical support resolved the issue by sending a replacement pump with updated software, providing storage instructions, confirming the shipping address, and advising the customer on steps to take when the replacement arrives. The customer was instructed to return the problematic pump within 10 days.